Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had failed calibration error 80 (non-recoverable system error). It was determined that the device had a failed mixing pump. They would replace the mixing pump in house and also stated that they would replace the circulation pump, heater and drain valves as part of 2000-hour service recommendation.

Event description:
It was reported that the arctic sun device had failed calibration error 80 (non-recoverable system error). It was determined that the device had a failed mixing pump. They would replace the mixing pump in house and also stated that they would replace the circulation pump, heater and drain valves as part of 2000-hour service recommendation.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was mixing pump failure. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.